Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts in a lifted state and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 36mm x 3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to calcification and tortuousity of the lesion and the stent was observed to be damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 36mm x 3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to calcification and tortuousity of the lesion and the stent was observed to be damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.